Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed a minute particle of cured silicone within the shell causing outer shell failure and deflation. Update/correction to sections b1, b2, b4, b5, d6b, d9, g3, g6, h2, h3, h6 and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Unable to confirm deflation. Not explanted. No information available.

Event description:
Alleged deflation.

Event description:
Alleged deflation.